Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to low blood glucose. The blood glucose reading is 44 mg/dl. Customer has treated with food and glucose tablets. Customer stated that infusion set was not completely inserted into the body. Customer kept taking boluses which led up to the low blood glucose. Spouse called the paramedics and customer was transported to the hospital. During troubleshooting, customer requested a replacement. The insulin pump will be replaced. Nothing further reported.